Manufacturer narrative:
The customer provided additional information and correct data. "The results from the meter were 5.6 inr, >8 inr, and 6.0 inr" in the initial MDR should have been "the results from the meter were 5.6 inr, >8.0 inr, and 6.2 inr". Strip lots 30497422 and 32264315 were used. It was not clear what inr results were associated with which strip lot. The customer's therapeutic range was 3 - 4 inr.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from a coaguchek xs inrange meter. The meter serial number was asked for but not provided. The results from the meter were 5.6 inr, >8 inr, and 6.0 inr. A different finger was used for each measurement. The customer compared his results to a coaguchek at the hospital. The result from the meter was 5.2 inr. A venous sample was collected for the laboratory and the result was 4.2 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer was not required to return any materials for investigation. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.